Event description:
Literature was reviewed regarding young patients with an implantable cardioverter defibrillator (ICD). Patients were divided into two groups by age: those under versus over the age of forty-five. The authors described patient deaths which were classified as cardiovascular, non-cardiovascular, or unknown. Some of the deaths occurred during the initial hospital stay; however, they all occurred in the older group. There were patients in both age groups that experienced pericardial effusion, cardiac tamponade, pneumothorax, or pocket hematoma which all required intervention. There were also cases of stroke, myocardial infarction and patients who required rehospitalizations for unknown reasons. There were five patients in the older group who experienced hemothorax with intervention. In both age groups. There were lead dislodgments and wounds which required revisions and leads which exhibited loss of sensing, loss of capture, or increasing and high thresholds. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/51 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: procedural outcome and 1-year follow-up of young patients undergoing implantable cardioverter¿defibrillator impl antation¿insights from the german device I+ii registry. Journal of clinical medicine. 2024. 13, 3858. Doi: 10.3390/jcm13133858. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.